Manufacturer narrative:
The download data could not be obtained because the device would not connect to the master pdm. The pcb was removed from the device and connected to a power source. The pcb was still unable to be connected to the master pdm due to the corrosion. Without the download data, it cannot be confirmed whether or not a hazard alarm occurred. A tear on the unexposed portion of the soft cannula diverted fluid from the fluid path and lead to corrosion on the pcb and low batteries. It could not be conclusively determined whether this internal tear contributed to the reported hazard alarm. The exposed portion of the soft cannula was observed to be kinked. It is unknown when or how this damage occurred.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, no treatment information was provided.